Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via an 8f sheath. Reportedly, step 1 could not be completed as the lever would not open to deploy the footplate. The device was removed from the anatomy and the sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the foot was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported mechanical jam was concluded to be related to a potential product quality issue due to glue observed in the marker lumen port. The subsequent treatments appear to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.